Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of serial number. G.9. Manufacturer report number corrected and reported under MDR# 9612169-2023-00526 (2277898). No further reports will be provided under this report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only photo was returned. Photo provided shows lens on black background. The intraocular lens (iol) is in 2 pieces. Reported damage to the lens cannot be confirmed from the photo. The complainant indicates the use of company cartridge, which is not qualified for use with associated iol model. Based on our observation of the attached photo, the iol is presented on an unknown background and is cut in a half. The observed condition is consistent with lens having been explanted. A definitive determination of the reported damage cannot be made without the evaluation of the physical product; however, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, ol presented a defect in the optical center that would compromise the visual quality. Iol was removed from the eye and a new iol was implanted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).